Manufacturer narrative:
The event was reported to have occurred on an unreported date in early (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, patient hospitalization and patient outcome were not reported. Treatment for the event was unknown. Pd therapy was withdrawn at the time of this report. No additional information is available.